Event description:
During a follow-up post-operative check, it was discovered via x-ray that the plate was in the open position. The patient is asymptomatic. The surgeon has opted not to perform a revision at this point, but will continue to monitor the patient closely.